Event description:
It was reported that the patient had "less" bladder infections. The patient did not have 50% or better relief. The stimulation was at a low level and the patient was beginning to increase it. It was suggested that she may need to switch groups/programs as well. The patient was redirected to her physician. Additional information was requested.

Manufacturer narrative:
Lead model 3093-28, lot # v655476, implanted: (B)(6) 2011, explanted: na. Programmer model 3037, serial # (B)(4).